Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Three photographs and one video of a powerpicc was returned for evaluation. What appears to be an external leak towards the proximal end of the catheter shaft upon infusion of fluid was observed. Although a leak is observed, no details on the damage of the catheter shaft can be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that yesterday, the patient was having her dressing changed and staff notice some fluid leaking from the catheter between the 2cm marking and the 3cm making when flushing the catheter with saline. Additional information received 18/jan.2024: the PICC was removed and reinserted so the patient could receive her chemo that day. The patient's chemo infusion was delayed for hour due to the pic re insertion.

Event description:
It was reported by the customer that yesterday, the patient was having her dressing changed and staff notice some fluid leaking from the catheter between the 2cm marking and the 3cm making when flushing the catheter with saline. Additional information received 18/jan.2024: the PICC was removed and reinserted so the patient could receive her chemo that day. The patient's chemo infusion was delayed for hour due to the pic re insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.